Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, a full dose of heparin was administrated to the patient and transeptal puncture was performed. The was sheath was brought across the patient septum. While the physician was preparing to bring the pigtail catheter into the was sheath it was visualized on transesophageal echocardiography (tee) that there was a clot or piece of tissue flickering on the was sheath on the right side of the heart. The wire was parked in the left upper pulmonary vein (lupv). The was sheath was withdrawn into the right atrium (ra) under suction and the clot was removed. The activated clotting time (act) was above 250 seconds. The procedure was completed without any further issues. The patient is fully recovered.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, a full dose of heparin was administrated to the patient and transeptal puncture was performed. The was sheath was brought across the patient septum. While the physician was preparing to bring the pigtail catheter into the was sheath it was visualized on transesophageal echocardiography (tee) that there was a clot or piece of tissue flickering on the was sheath on the right side of the heart. The wire was parked in the left upper pulmonary vein (lupv). The was sheath was withdrawn into the right atrium (ra) under suction and the clot was removed. The activated clotting time (act) was above 250 seconds. The procedure was completed without any further issues. The patient is fully recovered.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.